Manufacturer narrative:
Additional information: section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dfw150 model intraocular lens (iol) was implanted into the patient¿s ocular sinister (left eye). Patient reports complaints of decreased vision. Additional information was received confirming the iol was explanted during a secondary surgical procedure and replaced with a diu150 21.0 diopter iol. There was no incision enlargement, no serious patient injury, no suture(s), and no vitrectomy. Patient status post iol exchange was reported as 20/20 vision and patient is happy with vision. No further information is available.

Manufacturer narrative:
Section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 05-feb-2024 section h-3: device evaluated by manufacturer: yes device evaluation: the lens was received inside a plastic bag. The lens was visually inspected under magnification and was observed to be cut in half and coated in viscoelastic residue. The lens was cleaned and inspected and no issues that could cause or contribute to the complaint issue was observed. Complaint issues "blurry vision" and "explant" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications and the reported complaint issues could not be confirmed. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.